Event description:
The customer reports that he did not feel well and believed that he took too much insulin. Two days later, he felt fine and decided to go to the hospital to have his accu-chek advantage system checked. His blood glucose result was 277 mg/dl on the accu-chek advantage system in comparison to the professional meter result of 97 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered with the back-to-back results. No adverse event reported. New system sent to customer and return requested.